Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced fluctuating blood glucose while using the ilet system and perceived the algorithm as too aggressive, with documented extremes of approximately 39 mg/dl and 400 mg/dl and prolonged periods out of range. The user had been entering multiple consecutive meal announcements, using meal announcements as corrections, overusing the more/less-than options early in therapy, and overcorrecting low glucose values. No symptoms were reported. The outcomes included self-management without outside assistance or medical intervention, with alerts for both high and low glucose and correction through oral glucose and device-directed insulin adjustments. The investigation included review of device data and user-reported history, customer education on learning-phase best practices, and a guided factory reset. Review of the case revealed misuse and suboptimal adherence to the learning-phase protocol, which likely contributed to the observed hypoglycemia and hyperglycemia, while the device and its components functioned as designed. Based on previously established findings for similar reports, it was concluded that user technique and adherence during the learning phase were the most probable causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.